Manufacturer narrative:
(B)(4). Medical product: versys femoral head, catalog#: 00801803602, lot#: 60867604. Multiple MDR reports were filed for this event, please see associated reports: 2648920-2016-00034. Complaint sample was evaluated and the reported event was confirmed. The versys femoral head was returned for review. The reported femoral stem was not returned. The device show dark debris at the neck taper, suggesting corrosion. Sem semiquantitative elemental analysis revealed that this debris indicate c, n, o, si, p, ca, cr, co, and mo contaminants. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported a patient was revised due to pain, dislocation and wear. It was noted there was metallosis between the femoral head and stem.